Manufacturer narrative:
(B)(4). Reported event was confirmed with operative notes. Revision operative notes demonstrated that the patient was revised due to elevated metal ion levels. During the surgery, trunnionosis was found between the head and stem. New ceramic head and dual mobility bearing were implanted. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 9 years post implantation due to patient allegations of metal on metal. During the procedure, the modular head component was removed and replaced. No further event information available at the time of this report.